Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest in their home and received cardiopulmonary resuscitation (CPR). The patient went to the clinic to have their device checked. It was noted that the right ventricular (rv) lead exhibited oversensing on stored electrograms (egm) with a high number of short v-v intervals. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cardiac arrest was not related to the lead function.